Manufacturer narrative:
(B)(4): the customer reported that the device only powered up on ac power (fails to power up on battery power). There was no report of pt involvement. A philips field service engineer went to the customer site and determined that the battery had failed. Replacement of the battery resolved the failure. The device passed testing and remains at the customer site.

Event description:
The customer reported that the device only powered up on ac power (fails to power up on battery power). There was no report of pt involvement.